Manufacturer narrative:
Block a1: (B)(6). Block h6: imdrf device code a0406 captures the reportable event of suture have multiple knots.

Event description:
Note: this report pertains to first of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, it was noticed that the sutures in the bands were knotted. A second speedband superview super 7 was used, and the bands would not deploy. A third speedband superview super 7 was used; however, the bands still would not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.